Event description:
The date of event is estimated. An international surgeon, in the presence of the quill representative, performed a total hip arthroplasty procedure utilizing quill #2 pdo devices for closure. The patient presented with dehiscence of the fascia and deep dermal layer post operatively. Upon wound exploration it was noted that the quill material had broken. The patient was taken back to the operating room for room cleaning and re-closure of the incision. The material used for repair was not disclosed. Following repair of the incision the patient presented with infection. It is not known if cultures were taken to confirm infection or how the infection was treated. The surgeon stated that this was an elderly patient with poor tissue quality. No post-operative trauma was reported that would have contributed to the material break or dehiscence.

Manufacturer narrative:
The date of event is estimated. No samples were available for evaluation. Therefore, no testing can be performed. Method - the devices were not available for evaluation. No product evaluation can be performed. Results/conclusion: without returned samples, an evaluation could not be performed. Furthermore, relevant portions of the device history, and sterility record was reviewed and there was no corresponding issues identified during manufacturing or at final inspection. To date, no other complaints for this finished good lot have been received from other end-users. A definitive root cause for the post-operative material break, dehiscence or infection can not be determined at this time. (B)(4). Item # ra-1065q, quill knotless tissue closure device, #2 pdo, lot m692220.